Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies have been received for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : remains in patient

Event description:
The patient was implanted with an afx2 bifurcated stent graft system and an afx vela suprarenal extension for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2016. On (B)(6), 2025 the patient presented to the hospital emergency department with abdominal pain. A computed tomography (CT) revealed that there was aneurysm enlargement and a type iiia endoleak between the vela suprarenal and afx2 bifurcated stent graft. The physician reported that the stent graft separation was due to disease progression, slightly angled and elongated aortic neck. The physician elected to implant an afx vela suprarenal aortic cuff and the type iiia endoleak was resolved (reference manufacturer report number: (B)(6)). On (B)(6) 2026 during a routine follow up the computed tomography CT revealed that there was a type iiib endoleak and a possible type ii endoleak with aneurysm enlargement. It was reported that on (B)(6) 2026, the physician elected to reline the previously implanted stent graft with an alto stent graft system. The type iiib endoleak was resolved. The patient is doing well. Note: this secondary intervention case is outside the indications of use (off-label) as the safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.